Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. Symptoms reported include nausea, vomiting and stomach pain. Manual insulin injections were administered at home to lower the bg levels. The patient visited the emergency room (ER) and received fluids utilizing intravenous therapy. The patient was discharged after 2 hours. Treatment was resumed utilizing multiple daily injections (mdi).